Event description:
It was reported that on july 24, a selenia dimension had a jerky tomo motion and noise. A field engineer examined the device and found that the vta bolts needed to be replaced. The field engineer tightened the worm gear and vta bolts. Performed tomo motion calibrations and tested functionality. The system is functioning properly and meets all manufacturer specifications. No injury was reported.

Manufacturer narrative:
Selenia dimensions: jerky tomo motion. On 07/24/2024, it was reported that the tomo motion was jerky and noisy. The field engineer (fe) was dispatched to the customer site and tightened the vta bolts. The fe indicated the bolts would be replaced. No patient or user injuries were reported. The vta bolts were not replaced, therefore they were not returned for investigation. The vta bolts were on the system for 2,511 days. The vta bolts were not replaced. Conclusion: this investigation will be closed and the root cause investigation for this issue will be documented. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: the complaint review identified that the vta and bolts were original to the system therefore, the DHR was reviewed. There were no discrepancies noted in the DHR. System product code: sdm-sys-6000-3d. Serial number: (B)(6), system manufacture date: 08-22-2017, system installation date: 09-08-2017, unique device identifier (UDI): (B)(4).